Event description:
Follow-up revealed the patient is doing well and they're no longer experiencing nausea.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced nausea whenever stimulation was increased. As a result, the doctor decided to explant and replace the patient's ipg (with a different model).